Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed as only the stent was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous superficial femoral artery (sfa) that was 100% stenosed. An unspecified supera stent was implanted in the popliteal artery and a 6.5x120mm supera stent was implanted in the sfa. As the unspecified 6f introducer sheath was removed from the sfa, it was noted that the stent came with it as it had been deployed partially in the sheath. The left femoral access was closed and accessed from the right side, a long introducer sheath was crossed and a new supera stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.